Event description:
It was reported, the pt is not receiving effective stimulation and is experiencing stimulation in her ribs. The pt suffered a fall in august and noticed a change in her stimulation after that. An sjm rep met with the pt and reprogramming was able to capture stimulation in her back. X-rays have been ordered to determine if the lead was migrated.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.